Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be performed due to the prime anomaly. The motor passed the motor test with no alarm. No moisture damage was noted to the electronic assembly. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump returned a motor error alarm and a no delivery alarm. Caller reported that the motor error alarm occurred during set change. Caller also reported that the insulin pump returned a no insulin message, but the insulin gauge showed two bars earlier that day. Customer reported that the insulin pump was recently dropped into water. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.